Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing three hours into a patient's hemodialysis (hd) treatment resulting in blood loss. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with an ¿air in line¿ alarm. The bmt said that the machine has been returned to service after he replaced the blood pump rotor. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient opted not to complete treatment on another machine without any issues. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing three hours into a patient's hemodialysis (hd) treatment resulting in blood loss. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with an "air in line" alarm. The bmt said that the machine has been returned to service after he replaced the blood pump rotor. A fresenius dialyzer was also in use. The patient's estimated blood loss (ebl) was approximately 150ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient opted not to complete treatment on another machine without any issues. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing three hours into a patient's hemodialysis (hd) treatment resulting in blood loss. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with an ¿air in line¿ alarm. The bmt said that the machine has been returned to service after he replaced the blood pump rotor. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient opted not to complete treatment on another machine without any issues. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.